Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. H3 evaluation: an analysis of a photograph submitted for evaluation. During the visual analysis the photo showed the packing box with the lot number qhmdbp. Based on photo review, no conclusion or root cause could be determined. Hands-on device analysis can provide the additional evidence needed to confirm the root cause of the reported event. The analysis results also found that one device was returned with no apparent damage in the external components. The instrument was disassembled; upon disassembly, no anomalies were found. In addition, no issues were detected related to high straps at the moment to perform the fire testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in the complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. The following information was requested, but unavailable: please provide procedure name. How was procedure successfully completed? Were fragments generated? If yes, were they removed easily without additional intervention?

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name how was procedure successfully completed? Were fragments generated? If yes, were they removed easily without additional intervention?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the absorbable straps were used. During surgery, the straps did not attach. They just fell down and did not put the net in place. There were no adverse patient consequences reported. Additional information was requested.